Manufacturer narrative:
Date of report: 27sep2018. Date of manufacturer: 11sep2018. Philip's field service engineer recommended the customer replace the gas delivery system; however, the customer has not approved repairs. The unit has not been returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that there was an unknown issue that was not thought to be attributed to training or equipment failure. There was no patient involvement. The date of event was not provided by the customer.

Manufacturer narrative:
(B)(6) 2018. International UDI: (B)(4). Philip's field service engineer (fse) performed troubleshooting and found that the volume delivered was below what was being observed on a test lung. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that there was an unknown issue that was not thought to be attributed to training or equipment failure. The device was in use at the time of the event; however, there was no patient harm.the date of event was not provided by the customer.